Event description:
The physician reported an issue relative to lead insertion within the port of the subject pacemaker during an implant attempt. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The physician reported an issue relative to lead insertion within the port of the subject pacemaker during an implant attempt. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported an issue relative to lead insertion within the port of the subject pacemaker during an implant attempt. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
Preliminary analysis did not reveal any anomaly.

Event description:
The physician reported an issue relative to lead insertion within the port of the subject pacemaker during an implant attempt. Another pacemaker was subsequently implanted instead.